Event description:
Country of complaint: (B)(6). Thread detaches from needle easily.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site investigation: samples received: 14 unopened units. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Needle attachment results prior to release of the batch were within specification. Final conclusion: although the results of the samples received fulfill the specifications, we take not of this incident in order to assess if new or additional actions aer needed. Corrective/preventive actions: not applicable.